Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A f/u report will be provided when the investigation results become available.

Event description:
As reported by the user facility: event description: customer states, "a whole bag of lasix infused in an 1.5 hours." 500mg/50ml rate: 1ml/hr. No pt injury; just standard protocols of monitoring pt's labs and vitals. (B)(4).